Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Additionally, the video cable and light guide tube were found wrinkled (peeling off of resin due to moisture invasion). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the endoeye flex deflectable videoscope presented a watermarked image. The intended therapeutic procedure was completed with another device and the visera elite video system center with no surgical delay. No patient injury reported. During the evaluation of the device, it was noted the image was blurry with a watermark due to invasion of moisture in the objective lens. This report is to capture the reportable malfunction of the image was blurry with a watermark due to invasion of moisture in the objective lens noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The user can detect the event by handling device in accordance with the following instructions for use (IFU): "preparation and inspection - inspection of the endoscopic system - inspection of the endoscopic image" olympus will continue to monitor field performance for this device.